Event description:
It was reported that the patient experienced pre-syncope and visited the clinic. There was intermittent loss of capture, three second pauses with no capture, and no sensing due to complete heart block on the right ventricular lead. The lead output was increased. The lead and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.